Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation with a varipulse¿ bi-directional catheter and a vizigo sheath and the patient experienced retroperitoneal hemorrhage. The ablation was performed fine within normal parameters. A few hours later in recovery, the patient experienced a hypotensive complication. The patient was taken in for further imaging after hypotension; an abdominal CT was performed and they discovered and confirmed retroperitoneal bleeding in the abdomen. The medical intervention provided was further evaluation and testing but no additional information was provided. The patient¿s last known status was stable and was admitted to be observed overnight. They reviewed the timeline on the study and noticed possibly the varipulse¿ bi-directional catheter and vizigo sheath could have potentially came in contact with a branch of the hepatic vein; however, this was not completely verified. The caller noted the physician also commented that they may have been near the hepatic branch. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available. The adverse event was assessed as MDR reportable under both the varipulse¿ bi-directional catheter and a vizigo sheath.